Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having a hard time. This was clarified to mean that the patient was going to the bathroom every 5 minutes, but when they go there is not much urine coming out. These issues were reported to have been occurring since implant. The patient's healthcare provider (hcp) had advised the patient to try increasing stimulation and the patient was set to 0.6 on program 1 at the time of the call. The patient did not feel stimulation and therapy was confirmed to be turned on. The caller also indicated that the patient programmer (pp) batteries were not lasting long and that the patient had changed the batteries twice since implant. The patient increased stimulation from 0.6 to 1.8 on the call, but then decreased to 1.6. A second call from the consumer indicated that the patient had increased stimulation to 3.0 and felt stimulation sensation in their bladder which was uncomfortable. The patient had since decreased stimulation to 1.0. The caller again reported that the patient feels like they have to urinate every 2 minutes, but have not yet discussed the issue with their hcp. The patient was advised to follow-up with their hcp about the reported issues. Patient status is unknown at the time of this report. There we re no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.